Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that the rubber keypad is peeling off and that two buttons are unresponsive. He stated that he first noticed the problem on (B)(6) 2010 and the bottom two buttons became unresponsive on (B)(6) 2010. The pt noted that he did not clean pump with anything and that he knew of no trauma to the pump that might have caused or contributed to this problem.